Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he has been in and out of the hospital with infections and one time due to high blood glucose. Customer's blood glucose at time of hospitalization was over 600 mg/dl. Customer did not remember the incident, he woke up in the hospital. Customer was assisted with carelink. Customer will not be returning the device for analysis.